Manufacturer narrative:
One embolectomy catheter was received inside a broken shipping tube. The shrink seals were still attached, one at the clear adaptor cap and the other around the IFU. The shipping outer box was not received. The tube was broken 19.5cm proximal of the distal end of the shipping tube. The balloon, windings were found to be in good condition. The catheter tube under the balloon latex was also broken and was received outside the shipping tube. The broken tip may have occurred during shipping to edwards. The damaged shipping tube appeared to have occurred during shipping to the customer. The complaint for broken shipping tube was confirmed and appears to be related to shipping of the product. An investigation is underway to determine the root cause of the shipping damage and implement corrective actions as deemed necessary. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the catheter was received broken and the shipping tube was broken at the end of the catheter. There were no patient complications.